Manufacturer narrative:
The pipeline device will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. Park, m. S. (2016). Re-treatment rates after treatment with the pipeline embolization device alone versus pipeline and coil embolization of cerebral aneurysms: a single-center experience. Journal of neurosurgery, 125(1), 137-144. Doi:10.3171/2015.7.jns15582 mdrs related to this article: 2029214-2016-00683, 2029214-2016-00684, 2029214-2016-00685, 2029214-2016-00686, 2029214-2016-00687, 2029214-2016-00688, 2029214-2016-00689, 2029214-2016-00690, 2029214-2016-00691, 2029214-2016-00692, 2029214-2016-00693, 2029214-2016-00694, 2029214-2016-00695, 2029214-2016-00696, 2029214-2016-00697, 2029214-2016-00698, 2029214-2016-00699, 2029214-2016-00700, 2029214-2016-00701, 2029214-2016-00702, 2029214-2016-00703, 2029214-2016-00704, 2029214-2016-00705, 2029214-2016-00706, 2029214-2016-00707, 2029214-2016-00708, 2029214-2016-00709, 2029214-2016-00710, 2029214-2016-00711, 2029214-2016-00712, 2029214-2016-00713, 2029214-2016-00714, 2029214-2016-00715.

Event description:
Medtronic received report that a patient underwent retreatment after pipeline implantation. The patient had a 22mm aneurysm involving the vertebral artery and basilar trunk. Initial treatment was partial coil embolization and deployment of six telescoping pipeline devices. Immediate post-treatment angiogram demonstrated significant flow modification. The three-month follow-up angiogram revealed a persistent endoleak into the aneurysm. This finding remained unchanged at the 10-month follow-up. At that time, two additional pipeline devices were placed over the aneurysm neck. The final angiogram showed contrast stasis within the aneurysm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.